Manufacturer narrative:
(B)(4). The amia device was received and the evaluation is complete. This is an ancillary service event. The device received a visual inspection and electrical and functional testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, a low priority alarm 30166 alarm (too much air pulled from source during a therapy) was identified in the log. This alarm occurred on (B)(6) 2016. No additional information is available.